Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges seeing particles in the device. The patient alleges dry throat. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges of seeing particles in the device. The patient alleges dry throat. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress observed on bottom of blower and within blower box. The manufacturer also found evidence of contamination inside of sd card flip door, brown contaminant observed behind rotary knob of front panel and near sd card port of top enclosure, red paint-like contaminant observed on external face of bottom enclosure and ring of grey dust-like contaminant around air outlet of rear panel. The manufacturer also found evidence of grey film observed all over inside face of top enclosure, front panel, rear panel, and bottom enclosure, white dust-like film observed all over top of blower box, grey and black dust-like buildup around edges of air inlet of blower box, brown substance found on front edge of bottom enclosure, white dust-like contaminants and hair-like objects found on top of blower and light corrosion of brass nut in blower and light corrosion of brass nut in blower, black residue consistent with keratin observed at blower outlet and on blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with liquid ingress and an unknown white, brown, gray dust, black particle and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.